Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported in january 2015, she had an accident. The patient slammed brakes and hurt knee. The patient was not sure if pulled something from that. Non-complaint information. The symptoms related to the reported car accident were neck and back soreness. The patient stated it just didn't work as well. The patient stated there were no steps taken until she got to (B)(6). Her pain doctor in (B)(6) moved out of town. The patient really liked how the device manufacturer's representative (rep) adjusted the unit. She stated it doesn't irritate her bladder anymore. The patient was getting some relief. If additional information is received, a supplemental report will be submitted.